Event description:
Resp therapist not present but upon arrival pt was being "bagged" by md. Pt changed to another vent and was ok. They are not factory trained. The pt's trends were erased by accident. But they did note a 50% leak before they took the pt off.